Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message code "status 93" on the monitor. The complainant indicated that there was no patient involvement in the reported failure.